Manufacturer narrative:
.

Event description:
The reporter stated, the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2007. Soon after, the pt experienced blurry vision. After further testing, it was found that the pt had cmv retinitis and may have a hiv infection. The lens was explanted one month later, and the pt has total vision loss in that eye. Additional info has been requested from the facility, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.